Event description:
It was reported that the catheter was inserted via the pt's right femoral vein. While using a power injector, the contrast was injected into the catheter. The contrast used was omipaque (lohexol) 350 mgl/ml /visipaque (lodixanol) 320mgl/ml (kidney friendly contrast). The catheter split approx 2 inches distal to the injection point, outside the pt. The catheter was removed and replaced. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications and the pt outcome is fine. Add'l info rec'd on (B)(6) 2012 from the rn stated "we are good about always following the MFR's flow rates. Injection pressure is always per the instructions."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.